Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when attempting to implant the left ventricular (lv) lead, difficult anatomy for the only target vessel was noted resulting in difficult lead placement. Two attempts were made to place the lead however when both catheters were cut and removed the lead moved backward and was slightly withdrawn. The physician was concerned for the risk of later dislodgement so the lead was removed and the attempts to implant in this vessel were abandoned. After re-angiography it was noted that venous dissection had occurred. The lv lead implant attempt was replaced with a left bundle branch implant which was successful. No further patient complications have been reported as a result of this event.